Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery the intraocular pressure (iop) reading on the system was showing lower readings than what the eye pressure was. This has occurred in three patients. There was no harm to the patient. This is the second report of three for this reported event.

Manufacturer narrative:
The customer reported ¿high intraocular pressure during a vit case yesterday. The pressure in the eye seemed higher than what the machine said it was. When decreasing the pressure on the machine, the pressure still stayed high in the eye, and fluid was coming out of the ports. Three patients were noted to have had this occur. This investigation will serve as patient two of three. Additional information was requested from the customer, but was not obtained. The technical service review revealed the following: ¿the company representative checked the system and was not able to duplicate irrigation and aspiration issue reported. However, a company representative has been scheduled to attend surgical cases with this specific surgeon. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. There are numerous times during cataract surgery (incidence=0.06%-0.16%1,2), glaucoma filtration surgery (0.15%2), vitrectomy (0.41%2), penetrating keratoplasty (0.56%2), k-pro surgery, dsek, iofb removal and trauma repair when there is no infusion and the eye is at atmospheric pressure. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. The system operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. Based on this description, likely contributor to the reported event is failure to sufficiently aspirate viscoelastic. This issue is unrelated to the system, and can be attributed to either viscoelastic type chosen or user technique. The system was examined and the reported event was not replicated. However, the fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on february 25, 2011. Based on qa assessment, the product met specifications at the time of release. The customer did not retain a sample for this complaint report; visual inspection or functional testing of a consumable product could not be conducted. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).